Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was 13.7 mmol/l. They reported that the insulin pump not reacting to batteries anymore after it shut down during the night. They reported that the pump was no longer reacting on any of these batteries and the display stayed blank during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display. Problem isolated to faulty mother board noted.